Manufacturer narrative:
This case was assessed by merz north america as serious. The event of injection site hypersensitivity was assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. The reported itching is considered to be a symptom of injection site hypersensitivity and therefore was not coded. Off label use of device was coded only for formal reasons. Injection into the jawline is not an approved indication for radiesse in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site hypersensitivity was deemed to meet the serious injury criteria of hospitalization.

Event description:
Case description: this spontaneous report was received from a us nurse and concerns a female patient. The patient was injected with radiesse into her jawline (off label use of device), on (B)(6) 2025. In 2025, after the radiesse injection, the patient experienced mild itching along the jawline. On (B)(6) 2025 (reported as 2 weeks prior to this report), the patient was admitted to the hospital with some type of allergic reaction. The outcome of the event was unknown.